Event description:
A 3.5 mm diameter x 15 mm length sprinter dilatation balloon catheter was inserted into a pt for the treatment of an unk lesion. The lesion morphology was not reported. It was reported that the sprinter dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation. It was reported that when the balloon was inflated for the first time that the balloon burst and lost pressure rapidly. The device was successfully removed. It was reported that the device was inspected prior to use and no issues were noted. Another balloon was used to successfully treat the lesion. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: (lack of information and pending device to be returned) evaluation: conclusions: (lack of information and pending device to be returned).